Event description:
Patient status post proximal humerus plate and proximal locking screws implantation experienced a fall. Patient returned to surgeon and an x-ray showed five proximal locking screws have backed out of the plate, the screws did not go through the plate. Surgeon explanted the hardware and revised the patient to epoca system. This is four of six reports for this event.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to provide the manufacturer, PMA/510k number and or the date of the manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number, a device history record review could not be requested.